Event description:
Perigraft fluid was observed in 2000 after graft was implanted anatomically in femoro-popliteal position in 2000. Note that no drains were placed immediate post-operatively. Fluid evacuation was performed via puncture in 2000. A sample of fluid collection has been sent to the MFR for analysis.